Event description:
It was reported that the patient had an echocardiogram on 30may2024 with left ventricular end diastolic diameter (lvdd) at 3.1 cm. Speed was decreased incrementally from 5300 to 5100 to avoid left ventricle suck down given small ventricle and questionable medicine intake. Log files were submitted for review and appeared to have captured low flow events on 03jun2024 and 04jun2024. The calculated pump flow appeared to have fluctuated below the alarm threshold of 2.5 lpm. Some of the low flow events were not sustained for long enough (at least 10 seconds) to activate the audible alarm. The low flow events appeared to occur at times when the pulsatility index (pi) was elevated. The low flow events seemed to be a patient related issue and not an equipment related issue. It appeared after the fixed pump speed change on 04jun2024, starting at 02:31:p.m, the pump flow has been above the 2.5 lpm threshold. The patient had their implantable cardioverter-defibrillator (ICD) generator changed on (B)(6) 2024 as the patient was at the recommended replacement time. The patient did not eat and had blood pressure medication held before the procedure. The patient's pulsatility index (pi) was noted to be 9's-11's. The patient had one episode in the electrophysiology lab when the patient had transient pi's above 13 and a drop in pump flow to 2.4 lpms related to pain and hypertension. The auto cuff blood pressure monitor calculated the patient's mean arterial pressure to be 116 mmhg. This was resolved with increase in sedation. The patient has had decreased medication intake and required intravenous fluid boluses at times throughout the week following the procedure. The patient's blood pressure medications have been adjusted several times throughout the week to reach the target mean arterial pressure (map) of 70-90s mmhg. The patient was intermittently pulsatile. Doppler readings had been ranging from 80¿s to low 100¿s, however the patient was pulsatile and auto cuff pressure map¿s had ranged from 70-90s mmhg. The last echocardiogram the patient had was on 05jun2024 with lvdd at 4 cm.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events associated with elevated pulsatility index (pi) values. The account noted that the patient had a drop in flow and elevated pi related to pain and hypertension. The account also suspected that the elevations in pi were related to a combination of hypertension and hypovolemia; however, a specific cause for these events could not conclusively be determined through this evaluation. Additionally, a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be determined. Review of the submitted lvad event log file revealed transient increases in rotor noise values up to 128 um. These events were associated with rot_noise and hc_ctrl fault flags. A specific cause for the changes in rotor parameters could not conclusively be determined. The controller event log file contained events from 03jun2024 through 05jun2024, per the timestamps. Transient low flow hazard alarms were captured on 03jun2024, which were associated with elevated pi values. No other notable events or alarms were captured. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on the heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the patient handbook, rev. D are currently available. Section 1, ¿introduction¿, lists potential adverse events, including hypertension, that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of pump parameters, including pump flow and pulsatility index (pi). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 4 of the IFU also provides recommendations on determining the optimal fixed speed that will provide the desired level of cardiac support for each patient. The fixed speed setting is based on changes in ventricular shape and function, and the patient's physiological response to changing pump speeds. The final decision is ultimately dependent on the physician's clinical judgement and will vary from patient to patient. In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 6 of the IFU, "patient care and management", lists hypovolemia as a potential late postimplant complication. This section also states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeter of mercury (mmhg) should be considered adequate. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting", outline system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.